Event description:
It was reported that an m. Blue plus (#fx844t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves do not operate within the permissible tolerance in their respective relevant position. A slower outflow of m.blue and an accelerated of the progav 2.0 could be determined. Adjustment test: the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: based on our investigation results, we can determine a slowed outflow in the horizontal position and a non-adjustability on the m.blue. The deposits visible in the valve have led to the functional impairments. Furthermore, we can determine an accelerated outflow and non-adjustability on the progav 2.0. Here too, the deposits visible in the valve are the cause of the functional impairments. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the returned product is complete with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.